Event description:
As per the legal file received: this male patient had a cypher stent implanted in his lad in 2005. The stent was implanted overlapping a previously implanted bare metal stent. Plavix was prescribed for 3 months post procedure. At about nine months later, the patient suffered subsequent in-stent thrombosis leading to myocardial infarction.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.